Event description:
The following has been reported: spring pin in slider head and slider head cover defective reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
Device history record was not reviewed as this is a known issue for which the root cause has been investigated as part of an event. Corrective actions are currently being implemented in the manufacturing process. No device log review, no necessary since this is a known issue with identified root causes. This issue is known. The pin securing one of the plunger springs is broken, which could cause the pump to fail to detect the syringe or the syringe not to be recognized. The associated event #. The investigation has been closed, and a change control request ((B)(4)) has been opened to implement the actions in production. This complaint has been added to our trend for statistical monitoring. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.